Event description:
Patient anatomy before surgery and at the time of failure: pacemaker leads had been placed in the right atrium and right ventricle via the left subclavian vein respectively. The right atrium was approached via the left subclavian vein. While removing adhesions near the tip of the right atrial lead using the lr-evn-11.0-rl, it was noticed that the patient's heart was moving slowly, and fluoroscopic images suggested that pericardial fluid had accumulated. A cardiac surgeon immediately intervened and drained the pericardial fluid without a thoracotomy. After drainage and heart start, the atrial lead was successfully removed.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was known. E3 - occupation: doctor, g5 ¿ PMA/510(k): k141148. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "cardiac tamponade." The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient anatomy before surgery and at the time of failure: pacemaker leads had been placed in the right atrium and right ventricle via the left subclavian vein respectively. The right atrium was approached via the left subclavian vein. While removing adhesions near the tip of the right atrial lead using the lr-evn-11.0-rl, it was noticed that the patient's heart was moving slowly, and fluoroscopic images suggested that pericardial fluid had accumulated. A cardiac surgeon immediately intervened and drained the pericardial fluid without a thoracotomy. After drainage and heart start, the atrial lead was successfully removed.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. D2b ¿ product code: dre. G5 ¿ PMA/510(k): 141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was known. D4 - model #: g23746. E3 - occupation: doctor. G5 ¿ PMA/510(k): 141148. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient anatomy before surgery and at the time of failure: pacemaker leads had been placed in the right atrium and right ventricle via the left subclavian vein respectively. The right atrium was approached via the left subclavian vein. While removing adhesions near the tip of the right atrial lead using the lr-evn-11.0-rl, it was noticed that the patient's heart was moving slowly, and fluoroscopic images suggested that pericardial fluid had accumulated. A cardiac surgeon immediately intervened and drained the pericardial fluid without a thoracotomy. After drainage and heart start, the atrial lead was successfully removed.